Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked. A small hole was found at the site of the kink. There was no reported injury to the pt. Note: the pigtail catheter from this multi-pak was in use at the time of this incident.